Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose level was 170 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer reports pump did require rewind. Customer not able to complete rewind. Issue was not resolved by troubleshooting. The device will not be returned for analysis.